Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned noted two sutures and two needles. The loops of the sutures were observed to be broken. The needles were observed to be attached to the sutures. It was observed, under magnification, that each loop appeared to have split under tension. Upon microscopic inspection, evidence of material transfer was found at the weld site of each loop. Because the needles are attached to a suture, the reported condition was not confirmed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The investigation detected a secondary condition of loop broken that has no relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure. For two sutures, needle separation occurred. The needle cam off. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, upon using the device, needle broke twice during the procedure. Patient had no injury.